Manufacturer narrative:
Correction: in initial report, it was inadvertently reported "at the 4 month post op exam..." As it should have indicated "..at a 1 month post op exam.." A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with erosion and loose epithelium on left eye (os) at a one month post op exam. A brief description from the surgery center indicated the patient has a history (hx) of loose epithelium erosion and was treated with a bandage contact lens (bcl). At the 4 month post op exam, there was central epithelium still appears intact. The patient was prescribed muro-128 _ hypertonic sodium chloride solution to be taken twice a day for 3 to 6 weeks. The patient¿s chief complaint was of some blurriness on the left eye. The patient¿s comments were of left eye (os) not quite as clear as right eye (od). At this time, the symptoms are being managed and patient will return at a 3 month post exam and sooner if condition worsens. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -1.50 x -.75 x 97. Left eye pre-op 20/20 -1.50 x -1.25 x 81.